Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the photographs provided by the customer were evaluated. The provided photographs display a pseudophakic eye implanted with a lens claiming to be a sensar 1pc. A discontinuity can be observed on the posterior side of the lens edge. The root cause of the reported event cannot be determined from a picture assessment. The potential clinical impact of the reported issue may require to correlate it to a patient clinical assessment. The complaint issue provided as cosmetic issues could not be confirmed. However, the observed issue of lens damaged is similar to the complaint issue reported by the customer. However, it could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, lens remains implanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon implantation, an intraocular lens (iol) showed a mark at the edge of the optic. Through follow-up we learned that the iol remains implanted and no interventions were required or planned. No further information was provided.